Event description:
The pt reportedly experienced headaches and sound perception problems. In 2005, the pt was seen by a co rep for device eval. Testing confirmed that the pt's device was functioning within normal limits. However, the decision was made to explant the pt's c1 device.

Event description:
The patient reportedly experienced headaches and sound perception problems. In nov-2005, the pt was seen by a company representative for device evaluation. Testing confirmed that the patient's device was functioning within normal limits. However, the decision was made to explant the patient's c1 device.